Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that the drive support cap has been sticking out for the past couple of months. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.